Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis from (B)(6) to (B)(6) with a high blood glucose level of in the 900s mg/dl but she stated that she was not sure, customer stated that she could confirm meter told her she was over 600 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer reported that she was running high when she called in but it continued to go up on the next day. The customer did not mention any symptom related to high blood glucose level. The customer stated that they were monitored and had changed set and sensor as a result of high blood glucose level. The customer declined troubleshooting for high blood glucose levels because they stated that they would rather take a follow up. The insulin pump will not be returned for analysis.